Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it delivering low vte (exhaled tidal volume) and low fio2 (fraction of inspired oxygen), as well as displaying a high peep (positive end expiratory pressure) alarm were all confirmed. The asp replaced the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the efm.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device's exhaled tidal volume (vte) levels were low, that it was providing low fio2 (fraction of inspired oxygen) readings, and displaying an alarm indicating higher peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.